Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient was implanted with a larger implantable neurostimulator (ins) in (B)(6) 2013. The ins was implanted deeper and sewed "into the muscle" of the buttock. The ins reportedly worked for about 3 weeks and then the patient had the ¿biggest accident ever.¿ the healthcare provider (hcp) tried to reprogram discovered that the lead came loose. So, the patient was scheduled for surgery to reconnect the leads and the ins. It was further stated that when the patient woke up from surgery and the ins and leads were removed because the lead had twisted and turned itself into knots. It was noted that the patient would need a colostomy bag if the hcp could not find a ¿different kind of lead.¿ it was later reported that the patient was unable to keep the ins from flipping in the pocket. The second ins was placed on the opposite side of the body and the pocket was made deeper. A pouch was included and it was sutured to the fascia. The healthcare provider (hcp) described it as ¿hammock suturing¿ across the ins. The ins was reportedly removed 1.5 weeks ago because it ¿stopped working.¿ upon removal, the lead and extension were ¿about half the size¿similar to a phone cord.¿ the twisting was into the lead introducer site. The hcp did not believe the patient had ¿twiddlers syndrome.¿ it was mentioned that the patient had a complication from gastric bypass surgery. The patient had short bowel syndrome and currently had a malnutrition issue. Palpation of the back area was described as being similar to (B)(4). The hcp thought the patient was incapable of holding on to a battery due to previously mentioned issues. It was note that the patient was doing amazing with incontinence and diarrhea. The patient saw the hcp today and wanted a doctor¿s note to no longer work due to fecal incontinence. It was noted that the patient may need a colostomy bag. The hcp wanted to try and re-implant in the abdomen.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va069ba, implanted: (B)(6) 2013, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).